Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. At the time of the report, the patient was still hospitalized and not recovered from the event. Pd therapy was ongoing. No additional information is available.